Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: on examination, the keypad was intact without damage. On investigation, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. The audio bolus button was noted to be missing from the pump and moisture damage was noted in the audio bolus button. A leak test verified a leak at the audio bolus button. The pump was opened for investigation and did not reveal any damage, defect or contamination to the pump¿s interior components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.